Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while in use. Medical personnel were in the process of transporting a patient when the reported issue occurred. The medic advised that one battery was fully charged and the other was at approximately 3/4. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while in use. Medical personnel were in the process of transporting a patient when the reported issue occurred. The medic advised that one battery was fully charged and the other was at approximately 3/4. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.